Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -5.50/1.0/106 (sphere/cylinder/axis), implantable collamer lens may be removed and replaced. If additional information is received, a supplemental medwatch report will be submitted.